Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that one caster fell off the device and the issue was that the caster's nut came off. There was no reported patient or user/service impact. The device was reportedly not in use when the problem occurred.

Manufacturer narrative:
The device was not available to be worked on because it had been decommissioned and thrown out.